Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was 43.6 ml, rate 2.2 ml, given 57.4 ml. Air bubbles noted. No adverse patient effects were reported. Per reporter no additional information is available at this time.